Event description:
A report was received that a patient's ipg was discharging an abnormal rate. A bsn engineer analyzed the patient's database and confirmed premature battery depletion. The patient was re-implanted, and is reportedly doing well following the procedure.